Event description:
It was reported by service report that the restraint strap got caught in the caster horn when raising the cot causing it to bend. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint strap was not properly fastened onto the cot causing it to get caught in the caster horn when raising the cot.